Event description:
The user facility reported that the involved angio-seal device sheath would not separate to set the footplate after the click. The doctor pulled on the angio-seal, and it simply came out. The footplate was never deployed and slid right out. Type of procedure performed was a peripheral/leg procedure. Patient is in stable condition. No reported blood loss. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 09 oct 2023: hemostasis was achieved by manual compression.

Manufacturer narrative:
A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
Additional information was received on (B)(6) 2023: the type of procedure that was being performed for the patient, prior to closure device was a coronary cath angiogram using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient is stable. Manual pressure was applied to achieve hemostasis. There were no concomitant devices used with the angio-seal device. The user had difficulty in inserting the locator into the hub. The user failed in mating the locator and hub. There was tactile feedback after mating. The user was not able to mate the locator with the hub after many tries. There were three attempts to mate the locator and hub. The locator separated after mating with the hub. The locator was too loose and failed to stay in place.